Event description:
It was reported that patient experienced inadequate stimulation. It was also noted that the lead had migrated. The patient underwent scs explant procedure. All explanted device components were disposed by the facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 5167029/7057508.